Event description:
User experienced an erroneous hcg result for one patient sample. He explained that in 2008 he received a sample from a doctor office. He obtained a result of 0.809 miu/ml and reported the result as <5 miu/ml. The doctor questioned the results and stated they had sent another sample to a different lab and obtained an hcg result of 79 miu/ml. At about 5 days later, the user repeated the test on the initial sample, obtained a result of 117.7 miu/ml. The patient in question was run on another analyzer at the site about 6 days later, and generated a result around 200 miu/ml, but no information was provided to determine if this was the same specimen. User stated it is unknown if the patient was adversely affected. The field service representative was not able to find a problem with the analyzer and noted he checked the analyzer. Performance tests were performed which were within specification.